Manufacturer narrative:
Device evaluation: the unit and unit components were visually examined for any damage or defect and no visual defects where observed. The unit was functionally examined and no issues were noted during testing. The accuracy of the gauge under pressurization and at 0 pressure met specifications and there was no slippage of the needle. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the pressure gauge did not read accurately. The 99% stenotic lesion was located in the moderately tortuous and non-calcified proximal left anterior descending artery. When the physician was pressurizing with the encore26 inflation device on the first inflation the balloon was inflated above 16atms, but the pressure gauge read 16atms and did not go up more than 16atms. The procedure was completed with another encore26 inflation device. No complications were reported and the patient's status is good.